Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew, inc., (B)(4), as part of a remedial action following the issuance of the 483 issued march 26, 2015 to smith & nephew, inc., fei no: 3003604053. This MDR is being filed in an abundance of caution. The devices were not returned for evaluation. The undersized outer diameter of the sluff chamber could cause the pre-window-locked failure. A corrective action was opened in response to this issue. Root cause analysis and the resulting action plan are documented in the corrective action file. These devices were built prior to the corrective action. If the product is received in the future the complaint can be reopened and evaluated. No further investigation is required. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
During a hysteroscopic polypectomy using the truclear ultra reciprocating morcellator, it was reported that the surgeon complained that the device was not pre-window-locked and had a hard time staying in window lock. New device was opened. There were no reported patient injuries or complications.